Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, peri-implantitis, inflammation. X-ray image unclear after healing time... Patient was sent to oral surgeon, who performed a stability test and said to wait another 6 weeks. Patient only returned after 1 year with advanced peri-implantitis (B)(6) 24.